Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulation (scs) explant procedure.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7079844, UDI: (B)(4). Investigation results: the device was not returned to boston scientific for analysis. Labeling review: a labeling review did not reveal any anomalies as it states: possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.